Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an alarm that caused the customer to resume insulin. Tandem technical support identified an alert 4 corruption and that pump data was missing during a review of the pump data logs. The customer's blood glucose level was 180 mg/dl. The customer reported that manual injections would be used as alternate insulin therapy.